Event description:
Report received of an underdelivery found during routine preventative maintenance testing. During testing in the customers' clinical engineering department, the pump reportedly delivered 70ml from an expected delivery of 75ml. Delivery accuracy specification for this device requires delivery of +/-5% of the set amount. There were no reports of any adverse patient events while the pump was in clinical use. Though requested, no additional information was provided.